Manufacturer narrative:
Concomitant medical products: product ID: 4968-60, lead, implanted: (B)(6) 2009. Product ID: dtba1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with dizziness and emergency medical services reported the patient's heart rate to be at 22 beats per minute upon arrival. The patient experienced inappropriate shocks due to a fracture on the right ventricular (rv) lead. The lead had triggered a lead integrity alert (lia) for sensing integrity counters (sic) and noise. In addition, the lead had high and undefined impedance. Initially, the parameters on the lead were reprogrammed and subsequently, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.